Manufacturer narrative:
D4 - device serial number was requested but not provided. Manufacturer's investigation conclusion: the reported event of no external power alarms while connected to the mobile power unit (mpu) was confirmed via analysis of the submitted log file. The submitted log file contained approximately 12 days of data (B)(6) 2023 ¿ (B)(6) 2023 per the timestamp). The log file captured a no external power alarm on (B)(6) 2023 from 15:23:27 to 15:23:33 due to a loss of external power while connected to the mpu. The system controller backup battery supported the system during the loss of external power without any issues. The alarms resolved once external power to the mpu was restored. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The mpu was not returned for analysis. Additional information provided communicated that the ac power cord did not come loose at the wall outlet or from the back of the unit. It was stated that the reported event may have been caused by a loss of external power to the patient¿s home. The root cause of the reported event could not be conclusively determined through this analysis. The serial number of the mobile power unit was not reported with the event. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power and low voltage hazard alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use (rev. C) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. D) section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. Heartmate 3 instructions for use (rev. C) section 6 "caring for the equipment" describes how to care for and clean all equipment, including the mpu patient cable. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the mpu patient cable for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that there was probably an environmental circumstance that affected power at the time of the event.

Event description:
It was reported that there were no external power events. The log files were submitted for review and confirmed no external power events while connected to the mobile power unit (mpu). Motor function was no affected by this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.